Event description:
The customer reported electrocardiogram (ECG) alarms are going off. The customer stated issue has been resolved and requested case be canceled. It is unknown if the device was in use on a patient at the time of the event, there was no adverse event reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. Customer self-resolved issue.

Event description:
Reportability change: upon receipt of additional information, this record has been deemed not reportable. The customer reported, that the ECG alarms are going off. This allegation was initially reported out of an abundance of caution, as the report may have indicated, that the alarms were turning off. The philips remote clinical specialist clarified the allegation, to mean that the customer was reporting false alarms. The record was reviewed and re-evaluated to pose no health or safety risk to patients, users, or bystanders. No death, serious injury or adverse event was reported to have occurred or was alleged as a result of this issue, nor is this issue likely to cause or contribute to such an event if it were to recur. False alarms alert the user to a change in the condition of the patient, allowing the user to identify that additional actions are not required. Product labeling provides instruction regarding troubleshooting actions associated with false alarms.